Manufacturer narrative:
Due to characterization limit e1: a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a restart error message when adjusting the balloon. No harm or injury to the patient was reported.